Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and restenosis as listed xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record could not be conducted because the lot number was not provided.

Event description:
It was reported that on an un-specified date in 2010, the 3.0 x 15 mm xience v stent was implanted in the 99% occluded proximal left anterior descending artery. On (B)(6) 2015, the patient presented with a non-st elevated myocardial infarction (nstemi). In-stent restenosis was found which was treated with dilatation and a 3.0 x 32 mm non-abbott stent. The patient had a good outcome. No additional information was provided.